Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg was would not communicate with external devices. The patient lost therapy. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Post-operatively, therapy was restored.